Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.

Event description:
A home pt contacted baxter's technical svc center regarding a sys error 2240 message that appeared on the display of the home pt's homechoice machine, during dwell 2 of her automated peritoneal dialysis therapy. Per initial report, the home pt's puppy bit through the pt line of the homechoice set. Baxter's technical svc center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.